Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported she is having problems with the controller, she was charging her implant and the controller all of a sudden died when she try to adjust stimulation. Patient stated the controller is upstairs and she don't have controller with her to troubleshooting. No symptoms were reported. Additional information was received. It was reported the patient called back to troubleshooting. They had received a new controller and it went dead. They were previously told to reset it, however that did not work. They also could not get their stim to stop and it felt too much for them. The stim hurt their foot when they put their food down, their toes hurt and they were beside themselves. The patient stated their leads were not even up to their neck and their arm was going crazy. The patient noted that it normally took a while for their residual stim to go away. They were almost in pain and their heart was beating very fast. The patient was instructed to take their battery pack out and plug the controller in without the battery pack. The controller screen did not power up. It was confirmed the power supply had a green light and they saw no damage on the cord. The patient was asked to try (B)(6) batteries to see if they could bring their stim down. The patient stated it would take them half an hour to go downstairs to get the batteries. While troubleshooting, the controller screen came on and showed memory problem. It was reviewed how to set up date and time. The patient put the battery pack back in. The ins was at 50%. The controller appeared to be charging and working. At first the patient stated there was no green light on the controller but later confirmed the green light was there and charging. The patient was instructed to decrease stim. The patient tried and the controller stated cannot decrease any lower. The patient changed to group a and decreased and confirmed the high stim had started to dissipate. The issue was resolved on the call. Additional information was received from the patient. Patient called back from registered phone number to repeat that she was still having issues with being randomly overstimulated, patient said it seemed like this was happening every 3 minutes. Pss walked patient through checking settings, patient was on b 1, patient didn't have adaptive stimulation. Patient requested assistance turning stimulation off. Patient denied having any falls/trauma prior to stimulation issue. Patient provided medical history that she got device to help with mobility after a stroke caused her not to be able to use her right hand. Pss redirected patient to hcp for device check. Pss also emailed field with patient's concern. Patient said she was concerned about being able to get into hcp office because of a snow storm coming up monday.